Event description:
The user facility reported that prior to a processing cycle, an operator was burned on her forearm when it came into contact with the system 1e processor's processing tray. The operator's burn blistered but she did not seek medical treatment. The operator washed her arm and continued working. The operator has reported that her current condition is fine.

Manufacturer narrative:
This event occurred before a processing cycle. The operator did not properly seat the s40 cup into the processor and while removing the aspirator probe to reposition the cup, a small amount of acid from the cup was deposited onto the processing tray. The operator was not wearing ppe and leaned on the tray while placing the s40 cup into the cup well the second time, which caused the burn on her forearm. The operator punctured the s40 cup with the aspirator probe and subsequently removed the aspirator probe and repositioned the cup. As the operator punctured the s40 cup and subsequently handled it, ppe was required per the operator manual on page 3-4: "appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The user facility received in-service training on the proper use and operation of the system 1e processor on october 3, 2011. No additional issues have been reported.